Manufacturer narrative:
(B)(4).

Event description:
The pt experienced a loss of therapeutic effect. There was no known accident or incident. The pt was trying to figure out if the change was related to her back nerves or the implant. The pt planned to have the device checked by a company representative. The pt did feel the stimulation. It was further reported that the pt was not voiding and had fluid retention, which worsened in the "last six months". At night when the pt laid down the urine "just ran out". The pt was only voiding once daily. On approximately (B)(6) 2010, the pt had an overstimulation sensation. The pt was advised to re-program her device, but her pt programmer was lost. On an unspecified date in (B)(6) 2010, the pt went to the hospital and was found to have a bladder infection and it was swollen, red and raw. Of note, the pt had gained (B)(6) since the implant. The pt was in fair condition. Add'l info has been requested.